Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by vad support that the pt had been placed on pneumatic support using stroke volume limiter (svl) and ip console for 1 week prior to this reported event. The pt was known to possibly have experienced end of life pump symptoms. While on pneumatic support and when the pt was mobile, an audible air leak was noted at the vent adapter of the svl. At this point, add'l venting was required. Vad support checked the connections at the console of the svl and noted they were tight. They proceeded to apply vacuum grease to the svl and perc lead o-rings, this stopped the leaking temporarily; however, upon noticing that the svl would "squeak" during the venting process, the pt was switched to a back up svl with no apparent further issues; however, a subsequent event was reported by vad support stating the air leak continued. See MDR# 2916596-2006-00215 for further details on back up svl issues.

Manufacturer narrative:
The pt remains stable on back up pneumatic support. The device was returned to the MFR for eval. The reported malfunction of the stroke volume limiter (svl) could not be confirmed. The returned svl was functionally tested under loaded conditions and the device operated as intended. No further info is available. The MFR is closing its file on this event.